Event description:
It was reported that the patient had problems with ¿the first pump¿ as the patient experienced withdrawal symptoms. This reportedly went back to ¿(B)(6)¿ and the physician put more medication in the pump but this did not help. The patient went into rehab and baclofen was put ¿straight into the spine.¿ it was then that they had considered that the catheter might be plugged. The patient was hospitalized for eleven days with complete withdrawal. It was not specified what medications this device system delivered at the time of the event. It was not provided as to what medications this device system delivered. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), product type catheter. (B)(4).